Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. The customer changed all of their pump supplies multiple times in order to resolve the occlusion alarms. A correction bolus was able to be fully delivered after the last supply change. As the occlusion alarm had occurred in the past, tandem technical support (cts) was unable to perform a system check to determine a possible cause of the occlusion. The customer stated that they had recently lost weight and were now more lean. Cts was to contact the customer's clinical diabetes specialist to send the customer samples of alternate infusion sets.